Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es the keyboard was broken and unable to login. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was broken and unable to login. A field service engineer found that certain keys were misaligned and realigned, pressed it down to make sure it was lock in place to resolve the issue. The system functioned as intended after the field service engineer repaired the device.